Event description:
It was reported that the bd syringe 30ml ll had foreign matter. The following information was provided by the initial reporter: it was reported that "we have had with a 30ml bd syringe. When our operators were preparing to use this syringe, they identified an issue with the plunger. There appears to be a loose thread of plastic from the black plastic/rubber bung (see attached pictures). This has been quarantined and I have retained the syringe, however, unfortunately the syringe was opened before the issue was detected." The affected product is as follows: product: 30ml bd syringe. Lot no.: 2510096. Manufactured date: 2025-10-01.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.